Manufacturer narrative:
Upon additional information received it was determined that , the issue should not have been submitted as a medical device report (MDR) as the device was not an aboot device.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may occur at a later date to address the issue.